Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection. Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming and the drive support is sticking out. Customer also states that the blood glucose reading is 149 mg/dl. Nothing further reported.